Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: evaluation revealed a crack in the cartridge compartment. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.